Event description:
It was reported that there was leaking from the front reservoir and where the circuit is installed. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that the device has a cracked enclosure and tank cover. It also had a blank liquid-crystal display (lcd) and broken micro switch. The line cord was faded and the drain fitting was corroded as well. Functional testing involved filling the tank with water, attaching a temp check, plugging in the line cord, and turning on the power switch. The reported problem of leaking was able to be replicated in testing. The root cause of the reported issue was found to be a crack in the enclosure near the drain fitting. Repair actions include replacing the enclosure and other worn components. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. UDI information is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).